Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Sys error 105 was confirmed through a review of the event history log and found to be caused by a severed motor mount screw and a loose motor gear. All of the motor mount screws and gears were replaced.